Event description:
Pt had 2 electrocardiograms performed within a few hours of each other, at different institutions. The computerized report on each electrocardiogram stated atrial fibrillation. Three doctors used that diagnosis to arrange a hospital admission and to treat with heparin. The cardiologist recognized the rhythm as being normal sinus, and that the EKG device erroneously reported atrial fibrillation. This electrocardiogram misinterpretation problem is widespread and under reported. The accuracy of these interpretive electro-cardiogram devices is poor.